Manufacturer narrative:
A 23ga vit cutter was returned in a plastic bag without the original packaging. The part and lot numbers cannot be verified. The tip protector was not returned. The visual examination found the tip of the cutter bent, the back cap aligned correctly with the vent hole in the side of cutter body and dried solution visible in the tubing. The connector was inspected and no defects were found. The cutter was functionally tested using a stellaris pc system. The cutter was initially cutting however after less than a minute of use, the inner needle stopped retracting from the port window causing the port to be blocked and preventing the cutter from cutting and aspirating. The cutter cannot function properly in this condition. The bent needles could contribute to poor cutting performance due to the binding of the inner needle. Due to the returned condition of the cutter, the cause of the bent needle cannot be determined. Due to the missing lot number, the review of the sterilization and manufacturing records could not be performed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during a procedure the cutter was not cutting and very little aspiration. There was no report of injury or consequences to the patient.